Event description:
The user facility reported a 42-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day 14 of impella support, white crystals were observed inside the cover of the purge side arm. There was no problem with purge related operations or alarm generation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation into the purge leak ¿ pump issue has been completed. The device was not returned for investigation. Per the clinical information provided, the most likely cause of the pump purge leak was a damaged sidearm. The specific location of the leak could not be determined since product was not returned.